Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has had 11 surgeries since (B)(6) 2019, at the hands of their neurosurgeon. It was indicated that they were told that their shunt had failed, and they were under the impression that our products were the cause of some of their revision surgeries. It was noted the patient has been in and out of the hospital.